Event description:
Initial info received on 05-sep-2006: a female consumer with no known allergies reported that she initiated therapy with sculptra (poly-l-lactic acid) in fall of 2005 for cosmetic purposes and tolerated the product well. In 2006, she received her sixth injection of sculptra around the periocular area and developed huge granulomas that same month. This event was treated with kenalog (triamcinolone acetonide) and was ongoing at the time of this report. Therapy was uninterrupted. Consumer denied permission to contact her pharmacy or physician. No add'l info was provided. Follow-up info received on 06-sep-2006: the same consumer reported that the granuloma was the size of a grape and had to be surgically removed. She also stated that doctors indicated that she might have a permanent indentation. Consumer said that she works for a plastic surgeon, would continue to use the product, and recommend it to others. At the time of this report, she had a black eye from the surgery, which would last for at least three more weeks. No add'l info provided.